Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this female patient with a 27 mm mitral valve underwent a valve in valve replacement after an implant duration of approx 3 years and 1 months due to severe central regurgitation caused by leaflets thickening and fusion of commissures. The patient was (B)(6) years-old at the time of the implant of this valve. After the implant of this surgical valve, the patient was treated for continuous veno-venous haemofiltration (cvvh, no previous renal issues) and atrial fibrillation. A 29mm transcatheter valve was implanted successfully and the patient was noted as to be hospitalized in stable condition after the procedure.